Event description:
A potential loss of product sterility due to a suspected breach in the outer and inner package seals for the 70 mm caps-lock cannula, lot 1905. The 70 mm caps-lock cannula was used as an accessory device in an arthroscopic procedure of the shoulder. Arthrocare sunnyvale (owner/operator of arthrocare un) contacted the facility to request additional information. In july 2005, the chief clinical officer informed arthrocare sunnyvale that the seals on the inner and outer pouch were placed too close to the edge of the respective pouch. Arthrocare sunnyvale requested that any unused products be shipped back to arthrocare. The unused products were received in july, 2005. The breach in the inner and outer pouches were confirmed by arthrocare. The hospital reported the patient was contacted and requested to return to the hospital for a cbc. The patient has not returned for additional testing and is reported to be doing well. The hospital reports that there has not been a report of an infection or adverse event following this procedure.

Manufacturer narrative:
The specific device used on patient was not returned to the manufacturer for evaluation. The remainder of the lot was inspected for seal integrity of the inner and outer package seals. The lot contained devices with breached seals in both the inner and outer pouches.